Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-04342.

Manufacturer narrative:
The exact date of event is unknown. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The exact cause of the valve stenosis cannot be confirmed. It is possible that the patient¿s co-morbidities (pre-existing valvular disease process) or the mechanisms listed above might have contributed to the events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: webb, john. ¿future expanding indications for tavr¿. Tctap 2018, seoul, south korea.

Event description:
As reported by the edwards affiliate in (B)(6), during a case presentation at tctap 2018 titled, "future expanding indications for tavr", it was reported that four years post valve implant of a 26mm sapien xt valve, the patient developed stenosis. A second 26mm sapien xt was implanted. Post op echo showed a mean gradient < 10mmhg and no aortic regurgitation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.